Manufacturer narrative:
The glidescope video baton 2.0 large was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope video baton 2.0 large and the "split image / no image" issue was confirmed. The technical service representative noted that the hdmi connector was worn. The glidescope video baton 2.0 large was scrapped and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the screen had lines and it flickered. The customer's biomed reported that the baton's port seemed to have a loose connection. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.